Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain/chronic pelvic') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal vaginal bleeding") and pelvic discomfort ("pelvic discomfort"). The patient was treated with surgery (scheduled to undergo hysterectomy on (B)(6) 2021). At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage and pelvic discomfort had not resolved. The reporter considered abdominal pain, pelvic discomfort, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment for her symptoms from her physician but her treating physicians were unable to resolve her symptoms. She suffered from these symptoms for nearly 8 years. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2017: results: bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-dec-2020: pif received. Reporter address added. Removal surgery added for event pelvic pain. Case became serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('severe pain/chronic pelvic'). In a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal vaginal bleeding") and pelvic discomfort ("pelvic discomfort"). The patient was treated with surgery (scheduled to undergo hysterectomy on (B)(6) 2021). At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage and pelvic discomfort had not resolved. The reporter considered abdominal pain, pelvic discomfort, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment for her symptoms from her physician, but her treating physicians were unable to resolve her symptoms. She suffered from these symptoms for nearly (B)(6) years. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2017, results: bilateral tubal occlusion. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, mr received: reporter information was added. Case became medically confirmed. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain/chronic pelvic') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal vaginal bleeding") and pelvic discomfort ("pelvic discomfort"). The patient was treated with surgery (scheduled to undergo hysterectomy on (B)(6) 2021). At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage and pelvic discomfort had not resolved. The reporter considered abdominal pain, pelvic discomfort, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment for her symptoms from her physician but her treating physicians were unable to resolve her symptoms. She suffered from these symptoms for nearly 8 years. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: results: bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.